Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. (B)(4)-incomplete. The lot number is currently unavailable; therefore, the exp date is unavailable. Investigation summary: the complaint device is not being returned, it was left implanted in the patient, therefore unavailable for a physical evaluation. This complaint cannot be confirmed. Further, no lot numbers were supplied which precludes conducting a DHR review or a lot specific search in the complaints handling system. No further information regarding the technique or instruments used has been provided to determine a root cause for this failure. If any additional information is obtained, this complaint will be re-opened to capture that information. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the customer that a 5.0mm fastin rc anchor was attempted to be implanted for a proximal biceps tenodesis repair (open). It was further reported that a 2.9mm drill bit and a tap for a 5.5mm healix advance anchor prior to inserting the anchor. It was observed that the inserter of the anchor was stripped on the head of the anchor prior to the anchor being fully implanted. It was reported that an attempt was made to further advance and remove the anchor, but to no avail. It was reported that the anchor sat slightly proud. It was reported that the biceps was secured to the anchor with the orthocord suture and the incision was closed in normal fashion. It was reported that a lot of pressure was used when inserting the anchor as the patient had a hard bone. It was not reported if there was a delay in the surgical procedure or if a spare device was available for use.